Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(4). The pump and the e/p pack was returned to livanova (B)(4) for further investigation. During the intense evaluation of both parts no device malfunction could be confirmed or reproduced. The components worked according the specification. A serial readout evaluation of the pump was performed but no device malfunction could be detected. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
Livanova (B)(4) received a report that several values which were displayed on the s5 system suddenly disappeared during procedure. There was no report of patient injury.